Event description:
The customer reported that during a patient event, the service indicator became illuminated and the device appeared to be locked up. The customer indicated that they were able to power cycle the device and continue device use with no further issues. The patient was reportedly only being transported to the hospital. There was no additional patient information provided. The patient did not suffer any adverse outcome during this event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Upon evaluation, it was observed that the batteries were slightly loose when installed into the device. It was also observed that the locking tabs on the batteries were partially broken which may have led to the loose fit; however, there was no relation observed between the loose fit of the batteries and the reported lockup condition. Physio-control replaced the customer's batteries as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.